Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a severely calcified, 90% stenotic lesion in a severely tortuous circumflex (cx). The lesion was pre-dilated with a 2.0 x 9 mm maverick balloon. After predilation, the physician attempted to reach the lesion with a taxus express2 3.5 x 8 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent dislodged in the left main. The stent then embolized to the descending artery. The taxus stent was removed successfully using snare technique without any complications. No injury or patient complication was reported. Patient status is reported as "satisfactory/good".